Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstance that led to the screen going blank, the return of symptoms, and the loss of therapy were that the patient wanted to check the status and since they had only had the device 10 days, they couldn't follow directions very well. The patient stated that the steps taken to resolve these issues where that they called in and they were assisted in understanding to start with the synch button. Since then, the patient has managed to increase the amplitude successfully. The patient reported that the screen going blank, the return of symptoms, and the loss of therapy have resolved. Patient weight and patient programmer (pp) serial number were updated. There were no further symptoms or complications reported or anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient that the patient was implanted last week and her symptoms had been almost perfect. The patient stated that she had been trying to learn and understand the patient programmer (pp). The patient mentioned that she may have turned the ins off, as she experienced a loss of therapy, going to the bathroom more, and sneezed and wet herself. The patient reported a return of symptoms, which she had not been doing since implant. The patient noted that she used the pp to turn the ins back on, but wanted to make sure it was really on since the screen goes blank. Trouble shooting attempts were made and the patient programmer showed stimulation was on. The patient was redirected to their health care professional if the problem did not resolve. There were no further symptoms or complications reported or anticipated.